Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the loose/detached device distal end could not be determined, however, the issue was likely the result of excessive stress due to bending and twisting, repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a loose/detached bending section. There was no patient involvement, and no harm was reported as a result of the event.